Manufacturer narrative:
Clinical review: based on the available information, there is no allegation or objective evidence that suggests a fresenius device or product issue caused or contributed to a serious patient harm or injury. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A nurse reported that a peritoneal dialysis (pd) patient expired. It was reported that the call was placed to deactivate the patient. There were no reported allegations that the death was related to product. The date of death was (B)(6) 2025 per coroner after being discovered in a state of decomposition. It was unknown if the patient was attached to the cycler when found. In additional follow-up, the patient¿s pd nurse confirmed that there is still no information available as to whether or not the patient was attached to the cycler when she died. However, the nurse indicated there is no allegations against product or dialysis as a cause for the patient¿s death. The nurse reported that that the coroner listed cause of death from natural causes from end stage renal disease.

Manufacturer narrative:
Additional information: d.9., h.3. Plant investigation: the cycler was found to have insect infestation, the cycler will be quarantined and an investigation cannot be performed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process.

Event description:
A nurse reported that a peritoneal dialysis (pd) patient expired. It was reported that the call was placed to deactivate the patient. There were no reported allegations that the death was related to product. The date of death was (B)(6) 2025 per coroner after being discovered in a state of decomposition. It was unknown if the patient was attached to the cycler when found. In additional follow-up, the patient¿s pd nurse confirmed that there is still no information available as to whether or not the patient was attached to the cycler when she died. However, the nurse indicated there is no allegations against product or dialysis as a cause for the patient¿s death. The nurse reported that the coroner listed cause of death from natural causes from end stage renal disease.